Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted no blood visible and contrast on the black polymer coating. The shaping ribbon was separated, 2.2 cm distal to the center solder. The separated portion was intact to the tip ball in length of 9 mm. The core was still intact and was not separated. Analysis confirmed the stretched coils as the tip coils were completely stretched out distal from the center solder which is consistent with interaction with the lesion anatomy as there was no damage reported during inspection prior to use. There was a bend in the tip 2 mm distal to the separation. The cause of the bend in this incident is unknown and there was no information in the incident description that would account for the wire bending, but once bent, manipulating the wire could cause the wire to fracture as described in the incident. Scanning electron microscopy (sem) analysis of the guide wire suggests that the shaping ribbon failure may be attributed to torsional overload. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to stretch and/or detach. A wire being over pulled or over-torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. In this case, since there was no reported resistance during the procedure and/or removal from the anatomy, it is possible that during removal of the wire from the dispenser hoop, preparation of the wire for use, that a bend could occur that would later fracture. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. Lot history record review found no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. Overall, a conclusive cause could not be determined for the reported tip separation and stretched coils and there is no indication of a product quality deficiency.

Event description:
It was reported that during the bmw universal ii guidewire was advanced around the bend in the mildly calcified right coronary artery (rca) but was intentionally pulled back into the proximal rca for redirection. On fluoroscopy the wire appeared to be unraveled. No resistance was felt at any time. There were no other devices present in the artery. The wire was removed from the body without difficulty or resistance. After removal the guidewire was examined and was reported to be unraveled. There was no separation and the wire was intact. A whisper wire was used without issue. There was no adverse patient effect or clinically significant delay in procedure or therapy. Though requested no additional information was provided